Event description:
It was reported patient presented in clinic for right ventricular (rv) lead implant. The rv lead exhibited high capture threshold at implant. It was also noted that the helix of the rv lead failed to retract and extend. The rv lead was not implanted and another rv lead was implanted instead on (B)(6) 2025. Patient had no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported event of unacceptable threshold was unconfirmed. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood and tissue. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing of the lead was normal. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and overtorque of the inner coil.